Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he has been experiencing high blood glucose. Last night, before dinner, customer's blood glucose was 600 mg/dl. He experienced dehydration and chest pains. He has also been having issues with his serter not releasing his infusion set when inserting. Customer stated he went to the hospital for assistance inserting his infusion set. Customer's blood glucose this morning was 163 mg/dl. Before troubleshooting, customer's blood glucose was 24 mg/dl. He stated he had gone up since this morning and he took a correction bolus of 3.95 units of insulin. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings are correct. Customer will call back to complete the high pressure test when he receives tubing clamps. Customer's last blood glucose was 244 mg/dl. Nothing further reported.